Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that the ergonomics function was locked up and replaced the manipulator controller ergonomic base (mceb) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mceb was analyzed the issue was confirmed and replicated. This unit was also returned with reported 32101 errors. The error was confirmed via lighthouse. The mceb was visually inspected, where no issues were found. The unit was taken to a programming station and the board was initialized through terminal. The high side switch status was checked, where the armrest motor and brake was unable to be enabled. The q101 and q103 fets were probed, where the proper voltage was read. The u14 ic pin 9 was also probed for voltage, where none was seen. The u15 ic was also probed, where a proper voltage was read. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was experiencing an error and message potential problem with the ergo control. The caller stated they have error 32101 and they are pressing retry but the error immediately returns. The caller performed a couple hard reboots on the console, but when the system powered back on the error remained. The caller then tried pressing the restart option on the touchpad and when the system powered back on the error returned. The caller is going to see if the surgeon wants to disable the ergonomics and proceed. Technical support engineer (tse) saw errors 32101/1134 pointing to the ergo 1 - mceb board. The procedure was completed with no reported injury.